Event description:
It was reported that a faradrive steerable sheath was selected for use. During procedure there was slight bleeding on the right groin. May have been unusual anatomy and believes the left groin femoral artery was nicked instead of the right and the ablation catheter was on the right side femoral artery. Coil was put in to stop the bleed, but the patient passed away early this morning.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a faradrive steerable sheath was selected for use. During procedure there was slight bleeding on the right groin. May have been unusual anatomy and believes the left groin femoral artery was nicked instead of the right and the ablation catheter was on the right side femoral artery. Coil was put in to stop the bleed, but the patient passed away early this morning.

Manufacturer narrative:
This supplemental report is being submitted with an update to sections: d2a: common device name.e1: initial reporter title.with all the available information, boston scientific (bsc) concludes:the reported allegations are not confirmed. The device has not been returned to bsc for analysis at this time.device history record review:the DHR for cl15011, cl15428 and cl15070 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required.product record reviews:ship history: a shipping review was performed using sap. Lot numbers cl15011, cl15428 and cl15070 were found as the most likely lot numbers used in this procedure based on the information provided within the event description.labeling review:there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required.risk review:a risk review was performed. Hemorrhage is considered within the risk threshold of surgical complications. A hemorrhage can occur from passing the device through the access site. The reported death occurred following the reported hemorrhage; however, the relationship between the death and hemorrhage cannot be conclusively determined based on the available information.no additional review is required. Investigation conclusion:the adverse event related to procedure cause code was selected based on the information provided within the event description. The reported hemorrhage occurred during the procedure, and the physician indicated that the bleeding may have been associated with inadvertent injury to the femoral artery during vascular access. Based on the available information, the reported event is considered related to the procedural vascular access and management rather than a faradrive device malfunction or manufacturing deficiency.the patient subsequently died; however, the cause of death was not provided within the available information. Therefore, the cause of the reported death could not be established based on the available information. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.